Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came to clinic for a routine visit. Interrogation revealed multiple driveline fault alarms. A controller change was completed, however the driveline fault alarms remains. Visible damage was noted on the driveline. The log file confirmed the driveline fault events beginning on (B)(6) 2020. There was no interruption in pump support during these events. The vad coordinator reported on (B)(6) 2020 that the patient is on the way to the clinic. The vad coordinator will perform the 25 power cable disconnects and send the log files shortly. All of the pump stopped alarms are from a few months ago when the patient decided to do a controller change himself, and was unable to get the driveline inserted back into the controller for an extended period of time. The vad coordinator obtained a kidney ureter bladder xray yesterday to assess for driveline damage. The radiologist read it as the driveline being intact. However, the entire driveline was not in view. Another xray was performed. After comparing the wire data from today¿s log and log from yesterday is confirms these driveline fault events to be authentic with the same wire being affected in both log files. Technical services reviewed the xrays and stated that there may be a little wear and tear to the external section of the driveline. Technical services suggested an external driveline repair to help fix the issue. It was reported that the patient underwent a driveline evaluation/repair on (B)(6) 2020. The repair was performed about 3 inches from the exit site. The red conductor was suspected open per the log file analysis. Spliced red, black and yellow wires and connected new percutaneous lead to the controller. Upon connecting the new perc lead, pump off alarms were noted. Spliced orange wire and pump immediately powered on without issue, which suggested that the red conductor was severed/ open internally. Driveline fault alarms reoccurred and persisted after connecting the new lead to the controller. The removed perc lead was returned for evaluation and the vad coordinator requested 2 unshielded patient cables for the patient. No further information was provided.

Manufacturer narrative:
Section a3, a4, b5: additional information. Section b5: correction; pump stop alarm event from patient exchanging controller was reported in related manufacturer's report number: 2916596-2020-04193.

Event description:
It was reported that the patient underwent pump exchange on (B)(6) 2020, from heartmate ii to heartmate 3 pump.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline fault alarms that were associated with the phase 3 hex value being out of specification. Based on past experience with the heartmate ii left ventricular assist system (hmii lvas) and similar reported events, these findings could be indicative of driveline damage; however, no damage was identified through the examination of the distal end of the patient's driveline. Approximately 20¿ of the distal portion of the patient's driveline (dl) was replaced. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The pins of the controller connector appeared free from deformation. No abnormal debris was observed within the controller connector. A tear to the outer silicone jacket was observed approximately 0.25" from the controller connector. Tape repairs were present approximately 1-7¿ from the controller connector. Upon removal of the tape, additional tears to the outer silicone jacket were observed approximately 2.5" and 6.25" from the controller connector. A specific cause for this superficial damage could not be conclusively determined through this evaluation. The silicone jacket, clear bionate, and metal braided shield were then removed to examine the underlying wires. Visual inspection of the driveline revealed no evidence of mechanical damage or breakdown of the wire insulation. The driveline was then submerged in a saline solution for hi-pot testing to further verify the integrity of each wire's insulation. This test did not reveal any areas of current leakage. Additionally, each wire was lightly pulled in an attempt to identify an area of wire conductor breakdown. No damage was observed. On (B)(6) 2020 the center reported that the patient experienced pump stops ¿a few months ago¿ that were due to the patient performing their own controller exchange, then not being able to get the driveline inserted back into the controller for an extended period of time (related manufacturer's report number: 2916596-2020-04193). The patient ultimately underwent a pump exchange on (B)(6) 2020. Multiple requests for additional information were sent to the center (including requests for the return of the pump); however, no further details were provided. To date, hmii lvas, serial number (B)(6) has not been returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 11mar2016. The heartmate ii left ventricular assist system instructions for use (IFU) is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7 of this document outlines all system controller alarms (including driveline fault alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.